Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xp analyzer. Quality control (qc) was recovered within the range. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, performed a total service visit (tsv), found that the vacuum was low, adjusted it, cleaned sample pipetting area, and verified operation of the instrument. The customer ran samples, which recovered acceptably. The service activities performed by the cse resolved the issue. Siemens further evaluated the event and determined that low vacuum could impact washing and potentially lead to a falsely elevated thcg result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xp analyzer. The initial result was not reported to the physician(s). The sample was reprocessed thrice on the original analyzer. The repeat results recovered lower than the initial result. The repeat result of <5 miu/ml was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated thcg result.